Manufacturer narrative:
Device was returned to manufacturer for evaluation. The visual macroscopic exam confirmed that one distal prong broke off. Cause of failure is unknown at this time, however, similar failures have occurred when the instrument is misused or damaged during cleaning.

Event description:
It was reported that the instrument prong was broken during the impaction. The broken piece was removed. No patient complications were reported.